Event description:
It was reported that a large volume folfusor had drug solution spilled. This was observed when the device was in the process of being connected to the patient; however, the device was not connected yet. The flow restrictor was found to be detached. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found the tubing line had been broken off at the junction of the flow restrictor. A blue clamp was engaged on the tubing line. The cause of the fluid leak was due to a broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.